Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿pain and rupture per MRI¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health professional later reported "rupture" and capsular contracture". Later, healthcare professional reported "capsular contracture baker grade 3". This record is for the left side. Device was explanted and replaced by non-abbvie device.

Event description:
Patient reported ¿pain and rupture per MRI¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported ¿pain and rupture per MRI¿. This record is for the left side. Health professional later reported "rupture" and capsular contracture". Later, healthcare professional reported "capsular contracture, baker grade iii". This record is for the left side. Device was explanted and replaced by non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening and observed missing shell assessed as inconclusive. Capsular contracture: unable to observe. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a.5., a.6., d.9., h.2., h.3., h.6.